Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After positioning the stent system inside the lesion, the delivery balloon was slowly inflated up to 12 atm but it was not possible to deploy the orsiro stent and it remained on the balloon. Upon removal it was also noticed that a stent strut has been lifted up.

Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and has not been inflated. The stent is displaced on the balloon by about 16 mm in proximal direction. The stent is also severely deformed in its proximal portion, i.e. Several struts are bent. A strong kink was observed in the device shaft about 7 mm distal to the guidewire exit port. During functional testing water was leaking from the guidewire exit port. Microscopic inspection revealed a damage of the inflation lumen at the kink in the device shaft. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.